Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. Both the clear outer sheath and the blue outer sheath were accordioned. The distal handle was detached from the outer sheath; however, approximately 2mm of the outer sheath was still attached to the distal handle. No issues were noted with the proximal handle. In addition, the inner lumen was separated from the distal end of the stainless steel shaft. During analysis, it was not possible to retract the outer sheath due to the separation of the outer sheath from the distal handle. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner lumen. The condition of the returned device was consistent with the complaint incident. A review of the manufacturing documentation found that all devices shipped from the specified batch conformed to all product specifications. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. The device history record review found that the device met the material, assembly, and product specifications. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the duodenum on (B)(6), 2011. According to the complainant, after two-thirds of the stent had been deployed, the physician needed to reconstrain the stent in order to reposition it. Despite several attempts, the physician was unable to reconstrain the stent. The physician also noted that the handle of the device broke. Additionally, the physician was unable to remove the device from the scope due to an accordion in the outer sheath. The scope had to be removed from the patient in order to remove the wallflex device. No pieces of the device fell into the patient. The procedure was not completed at this time because the physician did not want to prolong the procedure. The complainant confirmed that there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The physician noted that the patient¿s anatomy was moderately tortuous.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the duodenum on (B)(6), 2011. According to the complainant, after two-thirds of the stent had been deployed, the physician needed to reconstrain the stent in order to reposition it. Despite several attempts, the physician was unable to reconstrain the stent. The physician also noted that the handle of the device broke. Additionally, the physician was unable to remove the device from the scope due to an accordion in the outer sheath. The scope had to be removed from the patient in order to remove the wallflex device. No pieces of the device fell into the patient. The procedure was not completed at this time because the physician did not want to prolong the procedure. The complainant confirmed that there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The physician noted that the patient's anatomy was moderately tortuous.